Event description:
It was reported that the right ventricular (rv) lead exhibited high and varying impedance. The patient's device was programmed "off" and a lifevest was ordered for the patient until the patient was reviewed by their physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.